Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer requested assistance to modify the safety feature. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.